Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling and there was blood on the proximal conductor of the lead and it was not obstructed. The outer insulation of the lead was extrinsically breached due to a cut and had developed a cosmetic depression while in vivo. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: elafix competitor implantable pacing lead (B)(6) 2010. (B)(4).

Event description:
It was reported that there were increased pacing thresholds and decreased lead impedance in the right ventricular lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there were increased pacing thresholds and decreased lead impedance in the right ventricular lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.